Manufacturer narrative:
One port was returned for analysis in used condition. Visual inspection of the catheter and the port noted no holes or damages. The catheter was in two parts, one part was attached on the "tube outlet". Functional testing included testing the sample with water in order to detect for leaks; no leak was found on the catheter or the port. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence, the complaint was not confirmed. The probable root cause was attributed to the product potentially being received damaged from the supplier, being damaged during the manufacturing process by coming into contact with a sharp edge, or the product being damaged when it left the manufacturing site.

Manufacturer narrative:
Report source: country of origin: (B)(6) age at time of event, date of birth: pediatric patient.

Event description:
It was reported that following implant of this deltec® port® power p.a.c. Ii, the catheter was found to be leaking, requiring surgical intervention. Upon implant, multiple needle pricks were made. Subsequently, a leak was observed 2 cm from the tip. The device was explanted and replaced with another device, causing a delay in chemotherapy. No permanent injury was reported.

Manufacturer narrative:
This is a correction for the investigation report found in supplemental 2. The investigaton was approved after supplemental 2 was submitted. Correction: there is no root cause for this event since the complaint was not confirmed.

Manufacturer narrative:
It was initially reported that the implant date was (B)(6) 2017. The implant date is unknown.